Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, both the right atrial lead and right ventricular lead required several repositionings and had higher threshold. It was also reported the right atrial lead dislodged during placement. The following day, the leads were showing normal function and both remain in use. No patient complications have been reported as a result of this event.